Manufacturer narrative:
(B)(4). Exact date of event is unknown. Exact date of implant is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: did not achieve successful delivery of the stent graft nor successful/accurate deployment of the device. No further information is available for this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.